Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: japan functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the battery issue is attributed to the manufacturing process. The root cause of the stuck plunger cannot be determined at this time. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgical prep, the motor did not work. There was no patient injury. There were no reports of inadequate saline bag placement and no delays. Due diligence information complete. Leaking batteries found during investigation.